Event description:
Pentax medical was made aware of a complaint that occurred in the operating room after the completion of a procedure in the united states. The reported complaint was that after the successful completion of an ercp(endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2021, a nurse pricked her finger on a sharp object sticking out of the pentax medical video duodenoscope, model ed34-i10t2, serial number (B)(4). Based on additional details provided by the pentax sales rep via phone on (B)(6) 2021, although no blood was noted, the nurse did go to the emergency room for evaluation after being pricked by the sharp object. During the ercp procedure a dilation balloon catheter and sphincterotome were used for a sphincterotomy, both unknown make, model, and lot numbers. The hospital initially believed that the sharp object sticking out of the pentax medical video duodenoscope biopsy port originated from the sphincterotome, and after further review, they feel stronger that the sharp object is in fact from the sphincterotome as communicated to our pentax medical regional sales representative. This sharp portion of the sphincterotome is what the user pricked her finger on. The sharp portion of the sphincterotome is not being returned to pentax medical for evaluation. The pentax medical video duodenoscope demo unit, model ed34-i10t2, serial number (B)(4) was returned on (B)(6) -2021 and evaluated on (B)(6) 2021, and the unit passed all function testing. On (B)(6) 2021, a device history record(DHR) review for model ed34-i10t2, serial number (B)(4) was performed under ivai-21-010072, the DHR review confirmed the endoscope was manufactured on (B)(6) 2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2020. Pentax medical video duodenoscope, model ed34-i10t2, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2020 as a demo device.

Manufacturer narrative:
F7 updated: follow up #01. Evaluation summary: health effect clinical code changed to: 2462 needle stick/puncture. Health effect impact code changed to: 4613 minor injury/illness/impairment. Evaluation summary: the complaint is not caused by a failure of the pentax medical equipment, but rather by the devices used in combination. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.